Event description:
It was reported that an unspecified plum set was found to have generated a leak during patient use. The reporter stated: "answered patient buzzer, they reported that pump alarming checked pump and b-line came away from pump and sact was spilling from the line. Immediately clamped the line, sact spilt on the floor next to pump and splashed on trousers". There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.